Manufacturer narrative:
The customer reported that this central nurse's station (cns) is displaying a blue screen. No harm or injury was reported. No further information was provided. Attempt #1: (B)(6) 2021 called the customer via the provided telephone number for all items under the no information section. No call-back was received. Attempt #2: (B)(6) 2021 called the customer via the provided telephone number for all items under the no information section. No call-back was received. Attempt #3: (B)(6) 2021 called the customer via the provided telephone number for all items under the no information section. No call-back was received.

Event description:
The customer reported that this central nurse's station (cns) is displaying a blue screen.